Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported that the patient experienced a radial spasm. Prior to procedure, the physician administered local anesthesia through right radial approach. The target lesion was located at the left anterior descending artery. During a procedure, a 6f cls 3.5 mach1 guide catheter was used to engage ostium coaxially. However, the patient complained pain at right hand. The physician then noticed radial artery spasm. The procedure was completed with this device. No further patient complications were reported.